Event description:
During a lap. Cholecystectomy procedure the jaws of the device broke and it is unknown at what firing the jaws broke. Another device was used to complete the with no pt consequence.